Event description:
Pt stated that infusion set cannula separated from adhesive of infusion set, resulting in insulin leakage. Pt realized this happened after testing their blood glucose, which was 498 mg/dl. Pt self-treated high blood glucose by delivering insulin bolus.